Event description:
It was reported that a syringe component is "exploding" and "coming apart" when administering contrast.

Manufacturer narrative:
It was reported that a syringe component is "exploding" and "coming apart" when administering contrast. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two (2) used samples were returned for evaluation. Both samples were noted to have the black rubber stopper either completely or partially detached from the syringe plunger. No damage was noted to the syringes themselves. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.